Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. The patient has an implanted vad. Review of the egms revealed oversensing of emi from the vad. Programming changes were recommended. The patient will continue to be monitored.